Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. This report is for the second device used; see MDR no. 3013394970-2018-00086 for the first device reported. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the bypass tube was already detached. When the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. The pouch was fully opened all the way from the arrow side to the end on a clear and flat surface. There was no obstacle to open the pouch. This event happened for two angio-seal devices. Hemostasis was successfully achieved by the 3rd device. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the left common femoral artery. The size of the sheath ancillary used was 7 fr. It was reported that there was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned.